Manufacturer narrative:
Tm (territory manager) performed preventive maintenance, during the month when the refractive procedure was completed, and successfully completed the system verification. System met manufacturer's specifications per electronic service test procedure. A review of the system log-files showed no abnormalities that could have contributed to this event. A root cause could not be identified. (B)(4).

Event description:
Center director reported stage 2 dlk (diffuse lamellar keratitis) on one eye of one pt, after having undergone lasik surgery. A 'washout' procedure was performed at five and a half weeks post op. Incident form received noted that in the surgeon's review, this reported issue was not equipment related.